Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on one occasion the pump display went blank in the middle of a bolus. There was reportedly no power loss, no occlusion, and no alarms, but the bolus was cancelled. The patient was attempting to deliver the bolus via the pump. This report is being made based on the allegation that a bolus delivery cancelled without an alarm and because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.